Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -8.5/0.5/130 (sphere/cylinder/axis) into the patient's right eye (od) on 08-jun-2023. On 23-oct-2023 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.